Event description:
The complainant alleged that during incoming inspection of the device they were unable to properly read the display. The complainant indicated there was no pt involvement with this report malfunction.